Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Further information regarding the status of the iabp and its repairs have been requested, however, a response has not been received. If any further details are provided a subsequent report will be submitted.

Event description:
The customer reported that during intra-aortic balloon pump (iabp) therapy, the iabp shutdown after being unplugged in order to transport the patient. The customer replaced the iabp with a second iabp to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed running test in getinge office. The reported incident was not duplicated. However, our fse replaced the battery fuse and fuse box, and performed further running test without any occurring problems. The iabp was returned to the customer and has been released for clinical use.

Event description:
The customer reported that during intra-aortic balloon pump (iabp) therapy, the cs100 iabp shutdown after being unplugged in order to transport the patient. The customer replaced the iabp with a second iabp to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information on this complaint event, but no further information has been provided. If additional information is provided in the future, a supplemental report will be submitted.

Event description:
The customer reported that during intra-aortic balloon pump (iabp) therapy, the cs100 iabp shutdown after being unplugged in order to transport the patient. The customer replaced the iabp with a second iabp to continue therapy. No patient injury or adverse event was reported.